Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The mother stated that the customer was vomiting and had abdominal pain prior the event. The mother declined to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.